Event description:
A home patient's spouse contacted baxter's technical service center regarding air in the patient line during initial drain. Reportedly, the home patient forgot to open the patient line clamp during prime. Baxter's technical service center assisted the home patient in ending the theraphy early. No patient injury or medical intervention was associated with this report per the home patient's spouse.